Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: (type of investigation, investigation findings, and investigation conclusions) and h11 have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed a horizontal aorta with a valve deployed at approximately 20:80, there was no regurgitation observe on the available images. Additionally, there was significant regurgitation present pre-valve-in-valve procedure. The complaint for central regurgitation post implantation was confirmed based on the imagery provided. Due to unavailability of serial number, DHR and lot history review were unable to be performed. However, complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training material revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to limited information, a definitive root cause was unable to be determined at this time. However, it could be related to patient/procedural factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve via a left transfemoral approach, the patient initially did well. However, one year after the procedure, the patient presented with breathlessness and symptoms of heart failure. Follow-up evaluation revealed moderate aortic regurgitation, which progressed to severe. A valve-in-valve procedure was performed using a 23mm sapien 3 ultra resilia valve. Post-procedure echocardiography showed no aortic regurgitation and only trivial paravalvular leak. The patient was stable and planned for discharge.

Manufacturer narrative:
The investigation is ongoing.